Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump and was skipping the air removal step when filling the cartridge. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide and to perform the air removal step when filling the cartridge. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.